Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): a nurse stuck herself on an injection cannula. According to the nurse she has used it the correct way and also put on the plastic cap afterwards. The cannula has penetrated the plastic cap and the nurse got a needlestick injury when she was going to remove the needle with the plastic cap from the syringe.

Manufacturer narrative:
(B)(4). No sample was returned for investigation and the lot number was not known. Without the actual sample or lot number, a thorough investigation could not be performed. Following cdc guidelines and other international recommendations, recapping of needles should be avoided.